Event description:
It was reported that possible atrial undersensing was noted on stored egms with device classified termination of ongoing atrial arrhythmia. 604420312. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).